Event description:
It was reported that the patient was prescribed oral antibiotics in (B)(6) 2014 (specific day not reported) due to an infection at the abutment site. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.